Event description:
A malfunction was reported, displaying malfunction code 9, but it did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). No adverse impact to the customer's blood glucose level was reported. Technical support assisted the customer with resetting the pump, provided pump reset information via email, and offered complete pump reset assistance upon callback. The customer utilized insulin pens as a backup therapy and was advised to follow up if the issue persisted.